Event description:
It was reported that pump displayed cgm error 42 during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received step-by-step guidance to perform pump reset, did not encounter cgm error again after reset, and successfully started new sensor session; no additional issues were reported.